Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The pod was lifting from the skin. There was pain during activation. When the pod was pulled off they saw the needle sticking out from the cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and adhesive issue or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed with the slide insert visible in the top housing viewing window and the formed needle in the fully retracted position. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. Although the device was received with the needle fully retracted, it could not be determined when the formed needle fully retracted. The exact cause of the reported needle did not retract could not be determined. Inspection of the adhesive pad and the adhesive pad welds found no damages or defects that would prevent the device from adhering as expected. The cause of the reported adhesive failure could not be determined. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain. The exact cause of the reported event could not be determined.